Manufacturer narrative:
Additional suspect device: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 17767536. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 17696905. Product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17696906. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 17941996.

Event description:
It was reported that the patient had a non scs related surgery and developed an infection. This lead to the entire system being explanted. The patient is doing well post operatively. The explanted ipg is expected to be returned for analysis. The three explanted leads and the splitter were discarded by the facility and are not expected to return.

Manufacturer narrative:
A visual inspection and residual gas analysis of the ipg (sc-1132, serial number: (B)(6)) found no anomalies.

Event description:
It was reported that the patient had a non scs related surgery and developed an infection. This lead to the entire system being explanted. The patient is doing well post operatively. The explanted ipg is expected to be returned for analysis. The three explanted leads and the splitter were discarded by the facility and are not expected to return.